Manufacturer narrative:
This report is submitted on february 19, 2021.

Event description:
Per the clinic, the patient experienced cracking sound after impact on implant side. Troubleshooting at the clinic did not resolve the issue and the clinic requested a cochlear specialist to verify the device function. The cochlear implant was evaluated using the integrity test system. Integrity test shows open-circuits on several electrodes. Due to the reported decline in performance and buzzing sound perception, device was classified as a device failure. The device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 20 may 2021.